Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a surgeon that a twist drill broke while drilling during a surgical procedure. The broken portion of the drill bit was removed from the patient body. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.

Event description:
It was reported by a surgeon that a twist drill broke while drilling during a surgical procedure. The broken portion of the drill bit was removed from the patient body. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.

Manufacturer narrative:
The reported event that the drill broke off could be confirmed. The visual inspection revealed that drill helix is broke off near the shaft at the working area. The broken off fragment could be retrieved and was returned. Within the investigation it was determined that the fracture surface shows the appearance of a forced rupture resulting from torsional overload during application. Furthermore, the cutting edge shows the clamping points where the drill collided against a hard object ¿ no bone. Based on investigation the root cause of the drill helix breakage could be attributed to a user related issue. The failure mode was caused by too high torsional forces during application due to an impact with a hard material (no bone). Based on investigation the root cause of the drill breakage was attributed to a user related handling issue. The drill breakage was caused due to a collision and impacts with a hard material (no bone) during application. Indications for any material, manufacturing, or design related problems were not determined in the investigation. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported by a surgeon that a twist drill broke while drilling during a surgical procedure. The broken portion of the drill bit was removed from the patient body. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a delay.

Manufacturer narrative:
The reported event that the drill broke off could be confirmed. The visual inspection revealed that drill helix is broke off near the shaft at the working area. The broken off fragment could be retrieved and was returned. Within the investigation it was determined that the fracture surface shows the appearance of a forced rupture resulting from torsional overload during application. Furthermore, the cutting edge shows the clamping points where the drill collided against a hard object ¿ no bone. Based on investigation the root cause of the drill helix breakage could be attributed to a user related issue. The failure mode was caused by too high torsional forces during application due to an impact with a hard material (no bone). Based on investigation the root cause of the drill breakage was attributed to a user related handling issue. The drill breakage was caused due to a collision and impacts with a hard material (no bone) during application. Indications for any material, manufacturing, or design related problems were not determined in the investigation. Therefore, no corrective and/or preventive actions are deemed necessary at this time.